Event description:
It was reported that a small volume infusor experienced a no flow during filling. A forced prime was attempted but was not successful. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured january 10, 2014 to january 13, 2014. Evaluation summary: the sample was returned for evaluation with approximately 100 ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed by removing the luer cap from the unit¿s distal luer. After cap removal, flow was visually observed and continued to flow without stopping. No nonconformances were observed during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.